Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including power cycling, defib cycling, environmental stress testing, and internal inspection without duplicating the report. It is important to note that the log will not capture display related issues. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.